Event description:
Per the clinic, the patient experienced two occurrences of wound dehiscence (dates not reported), which resulted in an infection at the implant site and was treated with oral antibiotics for 4 weeks. The patient underwent skin flap revision surgery on (B)(6) 2023, under general anaesthetic. The implanted device remains. This report is submitted on june 22, 2023.

Event description:
Per the clinic, the issue did not resolve and subsequently lead to extrusion of device. The device was explanted on (B)(6) 2023.